Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: patient was implanted with plate and screw construct on an unknown date. The ccd angle of the patient has widened up and two screws broke post-operative. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. Patient was revised to a new hip plate. This is 3 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the investigated locking screws (as far as measurable) were checked using a sliding caliper and found to be in compliance with technical drawings of the producer and ao/asif specifications. The examination of the raw-material inspection sheets and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the implants were in compliance with the international standards for implants made of stainless steel. The examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularity of the production process. The screws broke in the shaft areas directly below the screw heads. Both screws had to absorb and neutralize forces for a large number of cycles that may have been greater than the tolerable load. Postoperative activities of the patient during the rehabilitation may have played a certain role too. Sem observations and findings showed that the screw failures were caused by fatigue and overload. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.